Event description:
Customer reported that patient with known anti-kell did not react with the kell positive cells of 0.8% resolve panel a lot 8ra172. No death or serious injury was associated with this incident.